Manufacturer narrative:
Steps for further troubleshooting were provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system turned off spontaneously and the generator was not powering up on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.